Manufacturer narrative:
(B)(4). Pictures submitted appear to show broken rod, with witness marks consistent with implant/explantation and rod discoloration. No pictures provided of rod fracture surfaces, set screw rod interface or threaded features, or associated pedicle screws. Due to limitations of submitted pictures, (in lieu of returned product for analysis), no additional information obtained from pictures provided for analysis.

Event description:
It was reported that the patient underwent a procedure with posterior fixation instrumentation at t2-pelvis. Approximately three years post op it was found that the rod broke. The revision surgery was performed. Underwent a revision surgery. The broken rod was removed.